Event description:
The customer reported that the system displayed a filament regulator error message outside of a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and did the following: replaced the generator driver printed circuit board and performed the generator and the filament calibration. The system was tested and found to be working as intended and put back into service.